Manufacturer narrative:
Concomitant medical products: 4298 lead, implanted: (B)(6) 2017; 5554 lead, implanted: (B)(6) 2006. Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not be extended due to drive shaft lug stuck behind the retraction stop.

Event description:
It was reported that within one day post-implant, the patient experienced loss of pacing, and as the patient had complete heart block, there was no cardiac output. It was also noted that the lead was dislodged along with loss of capture and no capture or sensing threshold measurements were available. A lead revision was attempted, but the helix would not re-deploy. The lead was initially programmed off, and then explanted and replaced. No further patient complications have been reported as a result of this event.